Event description:
It was reported that on (B)(6) 2017 noise was seen on the right ventricular channel. The patient had received high voltage therapy post defibrillation test. The right ventricular lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and post procedure.